Event description:
The customer contacted heartsine to report that their device prompted to apply pads when the pads we connected. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Heartsine evaluated the customer's device and was unable to duplicate or verify the reported issue. Through the electronic records of the device, heartsine concluded that it is possible that the reported issue is related to situational factors. E.g., the first pad-pak being incorrectly fitted within the AED, or its pads incorrectly applied to the patient. It is unknown which pad-pak related to the reported fault, as the two pad-paks were reported to have been mixed during the event. Potential use of device error.

Event description:
The customer contacted heartsine to report that their device prompted to apply pads when the pads we connected. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Heartsine contacted the customer to request additional information on the patient. The customer provided heartsine with all the available patient information. Patient fields in which information is not provided were intentionally left blank. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Section b1 adverse event/product problem: adverse event and product problem. Section b2 outcomes attributed to ae: death. Section b2 death date: (B)(6) 2023. Section b5 executive summary: updated to reference patient death. Section h1 type of reportable event: death. Section h1 event type: d. Section h clinical impact code: death.

Event description:
The customer contacted heartsine to report that their device prompted to apply pads when the pads we connected. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse patient outcome reported.